Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review found the directional insert accurate and sufficient for the use of the product. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility contacted baxter (B)(4) to report a dual luer lock cap that leaked. The customer reported that the "caps had leaked on catheter". The malfunction was reported to have been found during infusion. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.